Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir got broken and he was running out of reservoirs. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. Customer stated that the white piece that was on top of the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage anomaly when removing the snap-cap; found reservoir's snap-cap too tight to connect/lock/release.